Event description:
During repair of a shunt anastomosis, this balloon had a pinhole rupture during its second inflation. The pt is a male. The vessle had severe calcification, moderate tortuousity and the rate of stenosis is unknown. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with a guidewire. There is no information as to if there was any difficulty crossing the lession with the balloon or what atmospheres the balloon was inflated to during its first inflation. After the balloon ruptured, it was withdrawn out of the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.